Event description:
It is reported that the pt underwent incision and drainage due to a swollen and red incision.

Manufacturer narrative:
This report will be amended when our investigation is complete.